Event description:
The user received questionable lithium results for one patient sample. All results are in mmol/l the original result was 1.92 and was flagged as critical so it was repeated by the operator. The repeat result was 1.87 so the original result was reported outside the laboratory. Later the same day, the user performed a blind sample comparison for several analytes between the two analyzers, and this sample was the one chosen to be run for lithium. The repeat result from the original analyzer was 0.64. The sample was also tested on integra 800 serial number (B)(4) and the result was 0.65. The user then poured the sample into a clear hitachi cup and repeated testing in triplicate on both analyzers. Integra 800 serial number (B)(4) gave results of 0.61, 0.61 and 0.61. Integra 800 serial number (B)(4) gave results of 0.64, 0.63, 0.65. The patient was not affected. A corrected report was sent and no treatment was provided based on the erroneous result. The lot number of the lithium electrode was 21501419. The field service representative could not determine an exact cause and could not reproduce the problem. He found a salt bridge between the lithium electrode and the metallic port on sensor 2 and noted air bubbles in the reference solution supply tubing. He inspected the system, cleaned the salt deposits, purged all air from the reference tubing and replaced the reference electrode. To verify the analyzer operation, he ran performance checks calibration, quality control and precision testing.